Manufacturer narrative:
Per investigation findings by the manufacturing site:Result of Investigation:UH400U AUTOCON III 400 High-End, 100-127V:The reported failure condition, "generator malfunction, sparks," could not be verified. No malfunction was detected during the inspection. Only a routine safety inspection was due at the time of evaluation.27040EB Working Element, bipolar:The detected traces of corrosion, visible across the entire surface of the Working Element and the severely deformed shaft tube at the distal end are not causative for the described error pattern.27040GP1 Cutting Loop, bipolar, 24/26 Fr.:The slightly bent electrode at the distal end is not causative for the described error pattern.The product associated with the reported issue is the UH801 Bipolar High Frequency Cord.UH801 Bipolar High Frequency Cord:Based on the evaluation findings, the most probable root cause is mechanical damage caused by excessive bending of the cable directly behind the strain relief. This likely resulted in an increased electrical resistance at the affected location, leading to localized overheating when HF energy was activated and ultimately causing theobserved cable damage. Alternatively, a short circuit caused by a defective accessory or loop cannot be excluded based on the available information. No further information is available to KARL STORZ to conclusively determine the exact failure mechanism. Therefore, the above scenarios are considered the most plausible explanations for the observed condition. The investigations performed did not reveal any evidence of a root cause related to device labelling, manufacturing, or the available device history. All production-related quality checks were passed, and no non- conformities were identified in the manufacturing records. The labelling was found to contain adequate instructions and warnings e.g. IFU 97000149 V 3.0 - 05/2026 contain the following note on page 3:"Make certain that the plug connection maintains good contact. Observe locking systems and markings on the plugs. Poor or insufficient contact or damage to the cable insulation and plugs may lead to voltage flashovers due to the high voltage at the contacts, which could damage the contacts or the insulation in the plug."The complaint history review did not indicate an increase in similar complaints, and no adverse trend was identified.This event is filed under internal complaint ID (b)(4).Cross reference complaint IDs:(b)(4).(b)(4).(b)(4).

Event description:
ACCORDING TO THE EVENT DESCRIPTION "THE GENERATOR MALFUNCTION. SPARKS WERE COMING OUT. IT DELAYED THE PROCEDURE BUT NO PATIENT HARM OR STAFF HARM". THE DELAY TO THE PROCEDURE WAS 5-10 MINUTES. NO NEGATIVE IMPACT IN STATE OF HEALTH REPORTED. CROSS REFERENCE MDRS: 9610617-2025-02078, 9610617-2025-02079, 9610617-2025-02081.

Manufacturer narrative:
THE DEVICE WAS RETURNED TO OUR US FACILITY AS DOCUMENTED IN SECTION D9 AND WILL LATER BE FORWARDED TO THE MANUFACTURING SITE FOR INVESTIGATION. SHOULD RELEVANT ADDITIONAL INFORMATION / INVESTIGATION RESULTS BECOME AVAILABLE, A SUPPLEMENTAL MEDWATCH REPORT WILL BE SUBMITTED UNSOLICITED. THIS EVENT IS FILED UNDER INTERNAL COMPLAINT ID (B)(4). CROSS REFERENCE COMPLAINT IDS: (B)(4).